Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the implantable cardioverter defibrillator went into backup mode during interrogation and cyber security firmware update. The device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found that device went into backup mode during firmware upgrade. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A firmware upgrade performed in the lab was successful and backup operation could not be reproduced.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.